Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was in the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that switch 1 does not work due to corrosion and has wear, water tightness was lost due to a pinhole on the universal cord, a shaved suction cylinder, a peeled scope cover plate, and adhesive around the objective and light guide lens, a deformed bending tube, stretched angle wires, a cracked adhesive on the bending section cover, a white clouded area on the adhesive of the bending section cover, a deformed suction cylinder and bending tube, a wrinkled universal cord, a streak flare that appeared in the image, an uneven illumination due to slipping out of the light guide bundle, the play of the upward/downward knob was out of standard value due to the wear of angle wire, and the insulation resistance value at the distal did not meet the standard value due to the peeled adhesive on the bending section cover. The following components were found scratched: right/left knob, upward/downward knob, forceps elevator, free engage knob, switch box, plastic distal end cover, connecting tube, control unit, protector of the universal cord on the control section side, and universal cord. The following components were found discolored: connecting tube and control unit. The following components were found dirty due to a water leakage: control unit, suction connector, electrical connector, and universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU).

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had an air/water leakage from the scope connector and remote switches. The issue was found during an unknown event. The customer stated that the device was reprocessed correctly prior to being returned to olympus, but there was a delay in the start of precleaning. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.